Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure that there were arm issues and the arms appeared to be moving opposite of the surgeons directions. The intuitive tech support engineer (tse) reviewed the onsite logs and found error 22020, which indicates an endoscope engagement issue with arm 2. The tse advised the sites clinical sales rep (csr) that the endoscope may be having issues with shaft rotation, which can affect the horizon line. It was recommended to check the endoscope for issues. The procedure was completed robotically with no reports of patient injury. Intuitive surgical, inc. (Isi) has followed up with the site to gather additional information and has been advised that the patients demographic information is unavailable.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion and the arms faulting, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive tech support engineer (tse) advised the caller that the endoscope may be having issues with shaft rotation, which can affect the horizon line. It was recommended to check the endoscope for issues. An intuitive field service engineer (fse) also followed up with the site and was advised that the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the sites system logs shows the presence of error 22020. A review of the instrument log for the endoscope plus (B)(4) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4), indicating the endoscope has been in use during subsequent procedures. No image or video clip for the reported event was submitted to isi for review. The probable root cause of the alleged non-intuitive motion and arm faulting cannot be determined based on the information provided and phone support details. The site was able to complete the procedure robotically with the system as is. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.